Manufacturer narrative:
The date of this submission is 23-feb-2017. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 29-dec-2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine gentle gum care mint floss, dentally (lot number 2715d, indication, frequency and expiration date unspecified). The consumer stated that the metal clip (cutter) of flosser broke off and fell inside the container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information was received on 13-feb-2017 the product code was updated from listerine gentle gum care floss mint USA lsgccfus to listerine gentle gum care floss mint 50yd USA based on the lot number provided. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. Visual inspection was performed on the retain samples and all results met specification. Device history records were reviewed and no deviations or non-conformances were noted. Products met specification as documented in the records and retain sample review. The investigation was closed with the disposition of undetermined. Complaint trends will continue to be monitored per established procedure. This report remains a reportable malfunction case in the united states of america.

Manufacturer narrative:
The date of this submission is 17-jan-2017. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 29-dec-2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine gentle gum care mint floss, dentally (lot number 2715d, indication, frequency and expiration date unspecified). The consumer stated that the metal clip (cutter) of flosser broke off and fell inside the container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.